Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance. It was noted the ra pacing impedance was high out of range on two different occasions. Following the lss, the ra lead oversensed myopotential noise, which resulted in inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) noted they performed troubleshooting last time the patient was in the clinic, and they were unable to reproduce the clinical observations. It was discussed the out of range impedances may be related to a spring contact issue. Technical services recommended troubleshooting again the next time the patient is in the clinic. If they are still unable to reproduce the clinical observations, then the hcp should consider programming the ra lead to unipolar pace, bipolar sense. At this time, this pacemaker and associated ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.